Event description:
An error message displayed prompting the user to retry or cancel the connection. They selected retry several times without success. When they canceled, the image was lost. The customer was able to retake the image, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Evaluation of the unit is pending. (B)(4).